Event description:
It was reported that during a prostatectomy, the device would not power up. The procedure was completed as a traditional, invasive prostatectomy. Traditional procedure successful with no reported complications.

Manufacturer narrative:
The morcellator was returned to lumenis for investigation. Failure root cause was determined to be improperly seated fuse box. The fuse assembly is a user installed component as per device labeling. This is the first occurence of this failure mode and therefore is not part of any product trending.